Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. The patient reported he obtained 276 mg/dl before breakfast in 2009. The patient, who described incorrect puncture site cleaning, elected not to eat breakfast but did inject his insulin (type not provided although he does not adjust). Thirty minutes later the patient tested again when he felt shaky, result 70 mg/dl. The patient drank orange juice to relieve the symptom. The patient continued to use onetouch ultramini until contacting customer service the following month, alleging his blood glucose results were erratic. Because the patient reported that he became hypoglycemic after obtaining a result of 276 mg/dl, this complaint is being reported. It was noted that the patient decided not to eat breakfast after taking insulin, which may have caused his symptoms. The cca replaced meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.